Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and low blood glucose on (B)(6) 2021 with blood glucose of 40 mg/dl and high blood glucose was 300 mg/dl. The customer did experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with glucagon. Troubleshooting was done for high blood glucose. Customer states that they also called 911. The customer was wearing the insulin pump during the hospitalization. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer stated that auto mode smart guard feature was active at time incident. The insulin pump will be returned for analysis.